Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a device error service required message appeared when they powered the device on. No pt impact.